Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 06/19/2000 and was last repaired on (B)(6) 2011 for a non-related issue. Eval of the device observed nicks along the handle and minor nicks along the perimeter of the head. A severe dent was noticed on the right side of the head. The motor was erratic and the device operated below spec and the motor displayed corrosion on the outside. Prior to repair, the device was outside of calibration spec at the zero thickness setting on the left and right side and the side to side calibration. At the .01, .02, .03 inch thickness setting, the device was outside of calibration spec on the right side. Improper handling and lack of preventative maintenance by the user most likely caused the damage to the device and lack of calibration, therefore most likely causing the event experienced by the customer as a result. No info was obtained regarding customer's sterilization practices; however, improper sterilization could have caused the corrosion on the motor. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer electric dermatome did not have enough power. Add'l clinical f/u with the customer indicated that the reported issue was observed during a technical routine check, not during surgical action; therefore there was no pt involvement.